Manufacturer narrative:
This event is a known potential adverse event addressed in both natrelle® 133 tissue expanders and cui non-breast tissue expanders. As the affected device information is unknown, no device labeling can be sent at this time. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported cancer. This medwatch is an unknown side. The device remains implanted.